Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, when physician performed induction test with the new device connected to the lead, it short circuited leading to low hv impedance. Insulation anomaly was noted. The lead was capped and replaced. Patient was stable throughout the procedure.